Event description:
It was reported that the hemostatic valve could not be tightened. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were used. During the procedure the hemostatic valve was found to be loose and could not be tightened. The procedure was completed successfully with another was and the closure device was implanted in the laa of the patient. There were no complications to the patient.